Event description:
It has been reported to philips that the allura system would not start up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system online and confirmed that the system would not start. Further review of log files revealed the system stopped and rse identified the reason being enf1 fuse was off. It was not established what caused the enf1 fuse to trip. As a corrective action, rse advised the customer to switch on the enf1 fuse. After the enf1 fuse was turned on the system returned to use in good working order. The codes were updated based on the investigation outcome.